Event description:
A fracture was noted during a tips procedure in a stent, which was implanted in (B)(6) 2012. It is plausible that the fracture was caused when an atrium high pressure balloon was inflated inside the stent. The curve in the stent has been described as a c or v shape. The stent remains inside the pt. No adverse effects have been reported, and no additional procedures were performed.

Manufacturer narrative:
(B)(4): no consequences to the pt were reported. Fracture is listed in the instruction for use. No product was returned to assist in this investigation. Quality control verifies ptx coating meets visual standards. The instructions for use (IFU) contains these notes: "note: once the stent deployment has begun, the stent must be fully deployed. Repositioning of the zilver ptx drug eluting peripheral stent is not possible since the delivery system's outer sheath cannot be re-advanced over the stent once deployment begins." "Note: if resistance is met during the withdrawal of the inner catheter through the stent, re-advance the outer sheath over the inner catheter to its pre-deployment position." "The 6 fr zilver flex stent was subjected to 100 million pulsation cycles..., equivalent to 2.5 years of real time use. No fractures were observed." This part is also subject to 100% inspection by quality control. Additionally the IFU states "manipulation of the zilver vascular stent requires fluoroscopic control." Together these provided a high probability of detection. A potential cause was identified in the event description "it is plausible that the fracture was cause when an atrium high pressure balloon was inflated in the stent". Due to the statement in the event description the root cause will be listed as "product received excessive pressure". We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.